Manufacturer narrative:
Additional manufacturer narrative: although multiple requests for additional information have been performed, no additional information has been provided by the healthcare provider. The explanted valve is also not available for evaluation. There is currently insufficient information to determine the root cause of this event. However, there has been no allegation of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective actions are required based on this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic mitral valve, implanted one (1) year and seven (7) months, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic valve. The patient also underwent CABG. No other details provided.